Event description:
It was reported that a month post implant the atrial lead thresholds were very high and there was no capture. At the revision of the atrial lead the threshold could not be measured, the p-wave had low values, and the physician saw that the lead had dislodged. The physician tried to reposition it, but the lead dislodged again. The physician then decided to remove the lead and replace it with a new atrial lead. It was also reported that while implanting the new atrial lead the lead perforated and caused a pericardial hemorrhage. Pericardiocentesis was performed to fix the hemorrhage and the new atrial lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.